Manufacturer narrative:
Bench repair confirmed the unit getting error code 1107 on boot-up. It was also observed that the fan guard clip was broken. Bench repair replaced the motor controller (mc) pcba to resolve reported problem. The device passed all tests and was returned to customer. The fan guard was also replaced. The motor controller (mc) pcba was received for failure investigation. U28 pins pin 9 (3b) input internal shorted to pin 8 (gnd) on the motor controller pcba and created the 1007 error code vent inop.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting the v60 is display a proximal pressure sensor calibration data diagnostic error and requesting bench repair. The customer reported there was no patient involvement at the time the issue was discovered.